Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the psr mcs therapy base study. Product event summary (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that 14 days post implant of the ventricular assist device (vad) the patient presented with hepatic dysfunction. Patient's total bilirubin and aspartate aminotransferase (ast) were greater than three times the upper limit of normal. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, hepatic dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that 14 days post implant of the ventricular assist device (vad) the patient presented with hepatic dysfunction. Patient's total bilirubin and aspartate aminotransferase (ast) were greater than three times the upper limit of normal. The vad remains in use. No further patient complications have been reported as a result of this event.